Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-tortuous and severely calcified common femoral artery and superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During first inflation at 2 atmospheres for few seconds. The balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.